Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4) this medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: the unit could not mesh properly and the handle would not fit properly. The cutter and side plate were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ratchet handle cannot be properly attached to the unit. Event occurred outside the surgical setting. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.